Event description:
It was reported that blood mated backing up in the pressure tube and leaking at the hub site during use. No pt injuries were or intervention was required.

Manufacturer narrative:
The device was not returned for eval.